Manufacturer narrative:
H6: evaluation conclusion codes corrected from manufacturing deficiency to cause not established. Device analysis by MFR.: the returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. Analysis of the dilator, hub/valve, tip and sheath included microscopic and visual inspection. Inspection found kinks at 2cm and 1.5cm proximal of the tip, and the tip was damaged as the ptfe liner was delaminated. The portion of the dilator that snapped into the hub of the was measured with a calibrated caliper and failed specification. The dilator was advanced into the hub/sheath, and was able to snap in. The dilator was able to be snapped into the sheath, and an audible snap was heard. The reported snap fit difficulty could not be confirmed as there was an audible snap when the dilator connected to the hub of the sheath, however, the dilator failed the specification.

Event description:
Reportable based on analysis completed on 29oct2021. It was reported that inadequate snap fit occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was being used and the was and dilator could not be locked together. No damage to the device and no patient complications were noted. However, returned device analysis revealed inner liner delamination.

Manufacturer narrative:
Device analysis by MFR.: the returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. Analysis of the dilator, hub/valve, tip and sheath included microscopic and visual inspection. Inspection found kinks at 2cm and 1.5cm proximal of the tip, and the tip was damaged as the ptfe liner was delaminated. The portion of the dilator that snapped into the hub of the was was measured with a calibrated caliper and failed specification. The dilator was advanced into the hub/sheath, and was able to snap in. The dilator was able to be snapped into the sheath, and an audible snap was heard. The reported snap fit difficulty could not be confirmed as there was an audible snap when the dilator connected to the hub of the sheath, however, the dilator failed the specification.

Event description:
Reportable based on analysis completed on 29oct2021 it was reported that inadequate snap fit occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was being used and the was and dilator could not be locked together. No damage to the device and no patient complications were noted. However, returned device analysis revealed inner liner delamination.